Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and had received high bg reminders. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The cause of the high bg was not known. The customer was treated with intravenous drip and fluids for the dka. The customer was discharged on (B)(6) 2017 with the bg and dka resolved (the bg had decreased prior to being discharged). The customer declined tandem technical support's offer to follow-up.

Manufacturer narrative:
Correction: hospitalization added; congenital anomaly removed.